Event description:
The patient was implanted with two leads with the same lot number. It was reported that the patient is receiving an open circuit message with her mts. An sjm representative met with the patient and reconnecting both the trial lead and cable did not resolve the issue. Also replacing the trial cables and the mts did not resolve the issue. An x-ray revealed that the lead had not migrated and there were no visible kinks or fractures. Lead diagnostics showed invalid impedances on all 16 contacts. The leads were explanted. The patient is working with her physician to determine the next course of action.

Manufacturer narrative:
Evaluation: results: all four lead segments were tested for conductivity test and all passed. Complaint about "open circuit" could not be confirmed. The returned incomplete lead segments were tested and passed the conductivity test. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.